Manufacturer narrative:
The full lead was returned, analyzed, and the distal conductor of the lead became extrinsically fractured due to a cut. The proximal conductor of the lead became extrinsically fractured due to a cut. The inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, after the lead was implanted and tested normal, the physician damaged the lead with cautery. Insulation damaged and a fracture was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.